Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. A percutaneous coronary intervention was being performed on a 90% stenosed, severely calcified and mildly tortuous proximal left circumflex (lcx) artery. The 10mmx2.75mm wolverine cutting balloon monorail was used to dilate the target lesion and during the first inflation at 6 atmospheres for 3 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.